Event description:
Pin from size 5, 4 in 1 cutting block broke after the surgeon had performed the cuts. The surgeon was comfortable that the pin breakage did not interfere with the cut and the broke section was removed from the pt with no complications. No delays or medical intervention were required.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.